Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
After persistent headaches, exploratory surgery to evaluate the shunt was carried out. Surgeon noted that the connection of the ventricular catheter to the chpv was not secure and was leaking. It is not clear if a new catheter was implanted or not.